Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify the reported issue. The -ve terminal pogo-pin would fall into its barrel upon rotation of the device. In this state the device could not be powered on via the on/off button and no status led was seen. Measurements taken during the investigation confirmed the failure of the -ve pogo-pin. The failure of the -ve pogo-pin had resulted in an intermittent connection between the device and pad-pak, could have resulted in low battery fails and the device failing to power on. The user would have been alerted with either no status led or a flashing red status indicator and failure chirp. Furthermore, information from the device memory identifies multiple manual power-ons of up to 10-minute duration between the 29th november 2024 and 4th march 2025. These power-ons would suggest that the device was switching on automatically. This had led to the depletion of the returned pad-pak and the device memory becoming full. However, during the investigation the device did not switch on automatically. No measurable fault was identified on the membrane and on/off circuitry. No abnormalities were observed on the membrane pcba or in relation to the curvature or spring force of the on/off dome. The device performed to specification after replacing the -ve pogo pin even after being temperature cycled between 0-50°c for 5 days, after replacing the failed pogo-pin. The customer's device shall be scrapped. The customer will receive a replacement device.